Event description:
The customer reported to olympus, the gastrointestinal videoscope reduced angulation. There were no reports of patient harm. The device was returned for evaluation and during the evaluation, it was found that there was foreign matter in the nozzle, the objective lens, the light guide lens, and the c-cover (plastic distal end cover). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, the play of up/down knob was out of the standard value, adhesive on a-rubber had a chip, adhesive on a-rubber had a crack, adhesive on a-rubber had white-clouded area, suction connector was dirty due to water leakage, plug unit was deformed, connecting tube had a scratch, connecting tube had a wrinkle, due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained, due to dirt on objective lens, foggy image occurred, protector of universal cord on suction connector side had a scratch, universal cord had a scratch, paint on suction cylinder was peeled, paint on air water cylinder was peeled, control unit has discoloration, and plug unit was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.